Event description:
It was reported that during use of cleo® 90 infusion set the customer was performing bolus which led to alarm. Event negatively affected blood glucose levels which were reported to be 430. Customer corrected blood glucose using back up therapy.